Event description:
During a direct stenting procedure to the left external iliac artery, the balloon of the palmaz (p2907e) ruptured at unknown atms. The product was advanced to the lesion over the guidewire (radifocus, 0.035inc x 150cm/terumo) through the sheath introducer (7fr./medikit) and inflated with an indeflator. The product was withdrawn from the patient and a competitor balloon catheter was used to perform the post dilatation. The stent was successfully placed and the procedure was completed. There were no abnormalities noted during pre-use. The product was prepped according to IFU. There was no difficulty experienced while advancing the device to the vessel. The vessel had unknown calcification, moderate tortuousity, and 90% stenosis. The product was clinically used without any adverse consequences to the patient. The product will be returned.

Manufacturer narrative:
This device is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.